Manufacturer narrative:
(B)(4).. The sample associated with this report is currently in transit to the manufacturing site for analysis. Customer did not provided lot number; without lot number, unable to determine the manufacture date.

Event description:
Customer reported: during use on a pt at hospital, a doctor confirmed the sound of air leakage would not stop. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggests that extubation and re-intubation of a replacement tube was required. Customer confirmed no additional harm to the pt.